Event description:
Event description guidant received information that during the pacemaker replacement procedure, after the chronic ventricular implantable lead was attached to the new pacemaker, no sensing and no pacing output was observed from the device, and the lead impedance measurement on the chronic lead decreased. The physician elected to surgically abandon and replace the chronic lead. The following day, the new ventricular lead was found to have perforated the heart. A lead revision procedure was performed to reposition the ventricular lead to the septal wall; measurements were within normal limits. The next day, intermittent undersensing, an increase in threshold, and a decrease in impedance measurements were all observed. A hex wrench was not used at the revision procedure.